Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, home patient (hp) had a low drain volume alarm. The technical service representative (tsr) assisted the caregiver (cg) with trouble shooting. The cg stated that there was air. The tsr advised the cg to end therapy and start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The complaint for low drain volume alarm is confirmed due to the air found in the line as described by the caregiver, which is known to cause a low drain volumes. The source of the air in the line is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. . The assignable cause for the reported problem was air in the patient line.